Event description:
Doctor reported the implant fractured at the body of the implant and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI not available. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at threads area and signs of use and damage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'moderate bone density - type ii'. The reported device had been placed for approximately 6 years. It was loaded prior to failure (traditional). X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot (444555) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (444555) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.